Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The center director reported epithelium ingrowth in patient's left eye approximately one month post lasik procedure. The patient reported vision does not clear in reading eye. A flap lift was performed. Additional information was provided by the site which informed that the patient is doing well and vision has improved. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
During a follow up appointment approximately four months post surgery, the patient presented with difficulty adjusting to mono-vision. Punctal plugs were inserted to help with dryness in both eye. No further information is expected.

Manufacturer narrative:
(B)(4).